Event description:
The customer alleged that the 840 ventilator failed to cycle while in use on a patient. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the reported problem. Customer support engineer did verify an error code in memory that substantiated the customer's claim. There was no report of any patient harm or injury.